Manufacturer narrative:
The local area field representative was contacted for additional information. The vector was reprogrammed to alternate to mitigate the inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) went into a ventricular fibrillation (vf) storm and experienced syncope. The device appropriately sensed and treated the vf. The patient later received inappropriate shocks due to t-wave oversensing. The vector was reprogrammed to mitigate the inappropriate shocks. Approximately a year later, the patient again received inappropriate shocks due to t-wave oversensing. It was reported the patient had developed post traumatic stress disorder as a result of the inappropriate shocks. Boston scientific technical services (ts) discussed the most recent inappropriate shock episode and troubleshooting options. No additional adverse patient effects were reported.